Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (2 grams every five days, route and duration was not reported) and gentamicin (20 milligrams per day, route and duration was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.